Event description:
It was reported the patient was shocked after receiving a thirty day cardiac monitor. The patient had greater than fifty percent symptom reduction. The patient was scanned and impedances were tested. The patient was reprogrammed to a comfortable level. The patient¿s device was working fine. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0mqlv, implanted: (B)(6) 2014, product type: lead. (B)(4).